Manufacturer narrative:
Block b3: date approximate based off aware date.

Event description:
It was reported the patient experienced pain and discomfort at the spinal cord stimulation (scs) implantable pulse generator (ipg) site. It was noted that the ipg was touching the skin. The patient underwent a revision procedure in which the ipg was relocated, placed somewhat deeper, and a bit more medial. No additional adverse patient effects were reported. The ipg serial number, implant date and onset date of event are not available despite good faith efforts. The boston scientific sales representative attempted to obtain the information from the healthcare provider, however he was informed that they did not have the information available to share with him.